Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: all available information was investigated and the reported mechanical issue of inability to establish final arm angle (faa) was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this incident. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the mechanical issue of inability to establish faa. The returned device analysis was unable to replicate the inability to establish faa, and identified no issues with the device. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was returned. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This will be filed. During preparation of the clip delivery system (cds), while establishing final arm angle (efaa), the clip opened while locked. It was reported that during preparation of the clip delivery system (cds), while establishing final arm angle (efaa), the clip opened while locked. There was no patient involvement and no clinically significant delay in the procedure. A new cds was used to complete the procedure. No additional information was provided.